Event description:
It was reported that the ventilator alarmed for stop of ventilation while used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The device was investigated by our field service engineer, the problem could not be reproduced. The evaluation of the device logs confirmed technical error codes indicating stop of ventilation. The device control pc board was replaced as a precaution according to the service manual recommendation. The device passed all tests. No goods or logs were returned for evaluation. Our conclusion in this matter is that the reported issue was confirmed by the field service engineer, by the review of the device logs, but could not be reproduced during the investigation. The cause to the reported failure could not be established by this investigation. (B)(4). Exemption #: e2018003. (B)(4).

Event description:
(B)(4).